Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pace impedance measurement greater than 2500 ohms. The patient also reported hearing tones from their associated cardiac resynchronization therapy defibrillator (crt-d) device that corresponds with the out of range impedance measurement. Boston scientific technical services (ts) provided information to the healthcare provider (hcp) that the device will continue to emit tones sixteen (16) times every six (6) hours until it is reset with a programmer. The hcp indicated that they understand. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent high out of range pace impedance measurements greater than 2500 ohms. The out of range measurements were observed when using both lv lead tip and ring electrodes. The patient also reported hearing tones from their associated cardiac resynchronization therapy defibrillator (crt-d) device that corresponds with the latest out of range impedance measurement. Boston scientific technical services (ts) provided information to the healthcare provider (hcp) that the device will continue to emit tones sixteen (16) times every six (6) hours until it is reset with a programmer. The hcp indicated that they understand. Ts also suggested testing the thresholds and performing isometric testing to determine if there is observable noise on the lv lead. It was indicated that the patient was almost always paced in the lv up until the latest out of range pace impedance measurement, so ts suggested to determine if the lv pacing percentage has decreased recently. The lead remains in-service. No patient symptoms or adverse patient effects were reported.